Event description:
The pt's diagnosis was adenocarcinoma of the prostate, gleason score vii, psa 12.4. He underwent a procedure for interstitial prostate brachytherapy via high dose rate. Twelve catheters and obturators were loaded into the prostate volume. Once treatment was complete the catheters are to be removed. Two of the plastic catheters broke off and the ends were retrieved. The third catheter broke off and surgeon was unable to retrieve. It was noted that some of the obturators used did not have the rounded end they were sharp and squared off. The theory is that the sharp edges of the obturators may have cut the catheters when they were inserted. The statement by the representative at liberty medical was that perhaps the obturators were assembled by the MFR improperly, that maybe the sharp end should have been glued into the handle.